Event description:
A valiant stent graft was attempted to be implanted in the patient for the endovascular treatment of a proximal type I endoleak from another manufacturer's thoracic graft. It was reported that, during the index procedure, the physician attempted to deliver the stent graft percutaneous. The percutaneous attempt was unsuccessful and the physician elected to perform a femoral cut down of the patient's right groin. A 20 french sentrant sheath was inserted in the superficial femoral artery with some resistance. The delivery system was then attempted to be inserted to the level of the right common femoral artery. The physician observed that the right common femoral artery was beginning to transect. The physician elected to perform the cut down more proximally. The physician then discovered that there was an unknown eptfe graft in the right common femoral artery. The physician had no record of the eptfe graft in the right common femoral artery. A CT revealed that the diameter of the graft was 8 mm which was incompatible with the 25 french valiant delivery system that had attempted to be implanted. The physician elected to surgically repair the superficial femoral artery with an unknown eptfe graft and the procedure was completed without implanting the valiant stent graft. Per the physician, the cause of the vessel perforation and positioning difficulty was due to the patient's anatomy of a right common femoral surgical graft that had not been on record. The perforation occurred distal to the right common iliac graft. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.